Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. The actual device was not returned for evaluation.

Event description:
A us distributor contacted zoll to report that a patient developed redness, soreness, and an open wound due to gaining weight and the garment becoming too tight. The wound was covered by gauze in between the patient's shoulder blades. The patient's physician prescribed antibiotics for the wound. The wound was reportedly improving.